Event description:
It was reported that patient¿s device was only 40% effective. It was also reported that the patient started having problems and was unable to go to the bathroom at all. The patient tried programs 2, 3 and 4 and on all 3 programs and felt stimulation down her leg but not at all in the bicycle seat area. No outcome or intervention was reported regarding this event. Further follow- up is being conducted to obtain this information. If additional information is received, a follow- up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, lot# serial# (B)(4), roduct type programmer, patient. Product ID: 3 889-28, lot# va0sq99, implanted: (B)(6) 2015, product type: lead. (B)(4).